Manufacturer narrative:
Analysis found the unit alarmed motor error and was unable to prime due to a moisture damage inside the force sensor resistor.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 103 mg/dl at the time of incident. The customer stated that insulin squirts out as the piston continues to move forward. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.